Event description:
It was reported that the lead exhibited chronic high capture threshold. The physician elected to cap and replace the lead during device upgrade. It was also observed during the procedure that the helix had not been fully extended on the chronic lead, which may have contributed to the high threshold. Patient condition was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.